Event description:
One sample of ivenix administration set was returned for evaluation. The gold foil was imprinted in the cassette of set-0032-25. Before the priming process, liquid drops were coming out in various parts of the administration cassette. An underwater leak test was performed at 0.5 psi and it was observed bubbles coming out from different areas of the administration cassette. Under microscope, a poor welding was observed between user side and middle side of the administration cassette. Finally, a dye test was performed, and it revealed the leaks were located at the secondary port and various points of the administration cassette. The customer complaint is confirmed. The root cause of the issue was found to be poor welding in the cassette sealing areas. The unit could have failed to pass through the leak tester. The operational team was notified of the incident and the proper handling of the units. The current process controls detection includes 1) 100% leak and occlusion test are performed through the leak and occlusion test machine to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa25l15029 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: "rn was priming a ns bag, bag spiked, and ns starting running out of the cartridge. Have tubing saved. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.